Event description:
It was reported that the entire system was explanted due to insufficient coverage. Impedance testing and reprogramming had been done prior to the explant. There was no alleged product issue. Stimulation was missing a portion of her painful areas of her foot, so an explant occurred and the patient was no longer receiving therapy. No further follow-up was required as all known information was provided and the device was explanted and returned for analysis.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulation lead¿s body outer insulation was melted. The lead was electrically okay. Analysis of the lead (serial # (B)(4)) found that the distal end conductor was broken. The #0 conductor (connected to #8 electrode of the ins) is broken near the distal edge of the #2 electrode 1.4 cm from the distal end. The #7 conductor (connected to #15 electrode of the ins) is broken at the crimp sleeve of the #7 electrode 5.2 cm from the distal end. Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. The ins passed functional testing. It was observed that the #0 setscrew was not tight to the lead. The lead was completely inserted in the port and had a setscrew impression in the correct location on the #0 connector indicating that the setscrew was tight at one time. It cannot be determined when the setscrew was loosened.

Manufacturer narrative:
Concomitant medical products: product ID, 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.